Manufacturer narrative:
Patient has tibial implant loosening. A revision surgery is planned to exchange the tray and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient has tibial implant loosening. A revision surgery is planned to exchange the tray and poly inserts.